Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. An inspection of the power switch, battery well/contacts and receptacles were inspected with no discrepancies found. The device was recertified and returned to the customer. The battery involved was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.